Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an upgrade to a bi-v implantable cardioverter defibrillator (ICD) device, the left side access was noted to be occluded which required extraction and replacement of the right ventricular (rv) lead. A new system was implanted on the patient's right side. Post-implant, the right atrial (ra) lead dislodged when moving the patient off of the operating table. The ra lead was then repositioned and remains in use. No further patient complications have been reported as a result of this event.